Manufacturer narrative:
(B)(4). The customer returned one guide wire, arterial catheter, and product lidstock for analysis. No definite signs of use were observed. Visual analysis of the guide wire and catheter revealed kinking. When the guide wire was fully assembled inside the catheter, the kinks are in the same location, which indicates that the same external forces contributed to the event. Crease marks are also visible on the returned pouch/lidstock. Microscopic examination confirmed the kinks. The distal and proximal welds on the guide wire were present and spherical. Additionally, the product lidstock states "do not bend". The kink in the guidewire measured 116mm from the proximal end. The overall length of the guidewire measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.510mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The kink in the catheter was located 9mm from the distal tip. The overall length of the catheter measured 54mm, which is within the specification limits of 52mm - 56mm per the catheter product drawing. The guide wire was inserted through the catheter body. Resistance was encountered at the location of the kinking; however, the guide wire passed completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire". A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The product lidstock was reviewed and the words "do not bend" are clearly visible on the front of the lidstock. The IFU provided with this kit warns the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that kinking on the guide wire contributed to kinking on the catheter body. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The lidstock label clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter tip is bent". This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "catheter tip is bent". This was found prior to use. There was no patient involvement.